Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedance on one of the leads. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000113556. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.